Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that fluid accumulation and liquid leakage before vitrectomy surgery. The surgery was completed after replacing the product with another one without affecting the surgery. There was no patient harm.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Current tracking indicates no adverse trend for this lot for this event. The returned sample was visually inspected and confirmed the green infusion port of the cassette body cracked which likely caused or contributed to the customer's experience. The source of the leakage was a crack on a cassette-port which likely caused the leakage. A root cause for the customer complaint could not be conclusively determined. A combination of factors such as the molding process parameters, environmental factors, variations occurring in samples during production assembly process (welding, etc.) And any other unknown factors are suspected to have contributed to the cracked ports in the cassette complaint samples. An internal investigation was unable to identify root cause. Cassettes are not failing for cracked ports during production and all the cassettes go through a leak/flow verification during production. Complaint review of product returned with cracked body ports confirmed that cassettes either failed during priming and calibration/setup stage or leak was visibly detectable during surgery. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is:(B)(4).